Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that elevated concentrated creatinine (cre_2c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) and calibrations were acceptable on the day of the event. After physician(s) questioned the elevated cre_2c results, the customer repeated qc, which recovered out-of-range. Subsequently, the customer recalibrated and reran qc, which recovered acceptably. The issue has not reoccurred, so the customer declined service and further troubleshooting. The cause of the elevated cre_2c results is unknown. No further evaluation of the device is required.

Event description:
Elevated concentrated creatinine (cre_2c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The elevated cre_2c results were reported to the physician(s), who questioned the results. The customer recalibrated the assay and ran quality controls, which recovered acceptably. Then, the customer repeated the samples on the same instrument. The customer considered the repeat results normal. The repeat results were reported, as the correct results, to the physician(s). The customer did not identify the number of samples impacted by this issue and did not provide results. There are no known reports of patient intervention or adverse health consequences due to the elevated creatinine results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00096 on 07-apr-2022. Corrected data (14-apr-2022): the initial report indicated that elevated concentrated creatinine (cre_2c) results were obtained on patient samples. The affected assay was subsequently determined to be creatinine_2 (crea_2). Additional information (22-apr-2022): siemens further investigated the issue and determined sample integrity and preanalytical variables potentially contributed to the elevated creatinine_2 (crea_2) results. Quality control was in-range, indicating that the instrument and reagents were performing acceptably. Repeats of the same samples yielded expected results. The instrument is performing according to specifications. No further evaluation of this device is required.